Manufacturer narrative:
This supplemental report is being submitted to provide correction and the correction and results of the final investigation. Updated fields: g3; h2; h4; h6 and h11 correction: h8 the customer called olympus technical assistance support (tac). The customer reported that the facility had been manually cleaning scopes and were not allowing adequate time to dry. Tac provided the customer the b30 quick reference guide to follow the instructions. The customer will reach out if additional assistance is needed. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source presented a b30 error code. The event was found during inspection for use. There were no reports of patient involvement.